Event description:
It was reported that the ilet user went through two inset infusion sets when the site was accidentally pulled off the applicator, and replacement insets were shipped; this reflects an improper or incorrect procedure during infusion set deployment involving the cannula component. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with incorrect deployment of the infusion set cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.